Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-04879. It was reported that patient experienced ineffective therapy. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein all leads and extensions were explanted with the exception on one s8 lead. Patient¿s scs ipg was electively explanted. Patient was implanted with a new lead for a better coverage, anchor, and ipg. Effective therapy has been resumed post operation.